Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. E1: initial reporter state - (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6)2025. On (B)(6)2025, it was reported that the pediatric patient. The day of the event at 11:30am, the cgm was reading 48 mg/dl, and the patient was given carbohydrates. At 12:00pm, the patient started to vomit and had stomach pain. The parent reported symptoms of diabetic ketoacidosis, but dka was not confirmed to have been diagnosed. A fingerstick was taken and the cgm reading was low, and the blood glucose reading was reading high (higher than 350 mg/dl according to the reporter). The patient was brought to the hospital at 01:00pm, and received treatment with intravenous fluids, an unspecified tablet for nausea and at some point, also dextrose. The patient was admitted for a total of 3 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. At 11:30am, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient had symptoms of dka, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.